Event description:
It was reported that the device pushed all the insulin until the reservoir was empty during prime, and the insulin pump was stuck on prime mode. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.